Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and the fiber was damaged dat the tip at 329,571 joules. No pt injury was reported. The device was not returned for eval.